Event description:
It was reported that a shaft break occurred. A 3.50 x 20mm agent dcb was selected for use. The shaft broke during advancement inside the body and the device was removed. The procedure was completed with another device with no patient complications.